Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The monitor was returned and evaluated at the distributor in accordance with recommendations from zoll manufacturing corporation. The reported problem (battery faults) was confirmed. As received by the distributor, the monitor intermittently failed incoming functionality testing. Upon evaluation, there was a solder short between pins 3 and 4 on j1 (main battery connector). The cause of the battery faults was the solder short between pins 3 and 4 on j1 (main battery connector). The root cause of the shorted power supply cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing battery faults.